Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jul-2019 with the following findings: during investigation, the complaint was reported on (B)(6)2017 , according to the pump history the pump was in use for deliveries until (B)(6)2018 . Therefore all delivery history and black box data was overwritten. The pump passed all required testing for delivery accuracy. The available black box and pump history showed no evidence of a pump delivery malfunction. The pump passed all required testing for delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 49 mg/dl with unsteadiness when standing/walking. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patient¿s healthcare provider made bolus settings adjustments associated with the alleged bg excursion. Troubleshooting could not be completed at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and the pump could not be ruled out as a contributing factor.